Event description:
The pt contacted lifescan in 08/05 and alleging that her one touch ultra meter would not power on. The medical affairs specialist spoke with the pt two days later to obtain/verify info. The pt reported that the meter stopped powering-up in 06/2005. Since 06/2005 the pt has maintained their medication regimen as prescribed without attempting to test. In 08/05 the pt started to develop symptoms of dizziness and nausea. They attempted to test one time and noticed that the meter still would not power on. In 08/2005 the pt was still experiencing symptoms and decided to drive to a clinic. The clinic meter read 320 mg/dl. She was administered an unknown oral medication and released 1 hour later with a blood glucose level of 150 mg/dl. The pt was advised that her stress level had contributed to their elevated blood glcuse level. The customer service agent verified that the pt was using the correct type of test strips, the battery was correctly installed, the battery was replaced less than 1 year ago, and the battery contacts were in good condition. There is no indication that the product(s) caused or contributed to the injury since the pt had not attempted to test until they began experiencing symptoms, maintained medication regimen, and was advised that stress level had caused their high blood glucose level. However, this complaint is being reported as a malfunction, since the power issue was unresolved. The meter, test strips, and control soluttion were relaced.